Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008291 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site the reference results for is correct for code malfunction. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 5 samples out 5 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation under CAPA 1999254. Device history record (DHR) review: the lot 6008291 was manufactured according to the wi version 115 manufactured in the line 3, on 25/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code soft cannula found bent upon removal from infusion site the reference results for is correct for code malfunction and lot 6008291 and no other more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to six bent cannula issue. The length of hospitalization was 5 hours. The blood glucose level was 493 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The infusion set was in use for 24 hours. Patient ketomes level was also found to be high. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.